Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fainted at home and was transported to the hospital. During the transport, external defibrillation was necessary due to ventricular tachycardia (vt) and ventricular fibrillation (vf) occurring. The device did not treat the arrhythmias. After arriving at the hospital, the patient died despite several external defibrillation attempts. The physician requested to know why the device did not treat the patient, however there was no electrocardiogram and no remote data to view.